Manufacturer narrative:
The customer¿s report of a leak from the filter was not confirmed. Functional testing of priming and infusion testing found no leaks with the received set. Pressure testing also found no anomalies with the set. The root cause of the customer¿s report could not be identified.

Event description:
It was reported that a leak was observed at filter. The event occurred at cardiac intensive care unit (cvicu). Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that a leak was observed at filter. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: b.3, b.5, d.11. Correction: b.4, e.1, g.4.

Event description:
It was reported that a leak was observed at filter. The event occurred at cardiac intensive care unit (cvicu). Although requested, additional information was not provided.